Manufacturer narrative:
The "serial number" and "date of manufacture" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges leaning over to grab a hat and the scooter tipped over and fell on top of him causing him to be pinned under the scooter.